Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10350-50a, UDI: (B)(4), serial: (B)(6) , batch: 6979485 common device name: drg lead, model: mn10350-50a, UDI: (B)(4), serial: (B)(6) , batch: 6979485 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference number: (B)(4). It was reported that the patient was experiencing ineffective therapy. Further investigation revealed high impedance on lead. As a result, surgical intervention was taken on (B)(6) 2023 where the leads were replaced to address the issue. It is unknown which leads had high impedance.